Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): upon preliminary analysis, the battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) was the result of a delta v reading greater than .211 v which occurred before explant. The eri is the result of high internal battery resistance.

Event description:
The device was returned to the manufacturer after being explanted due to elective replacement indicator (eri) being triggered. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.